Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported by the medical equipment manager at the hospital, via the sales rep, during surgery, it was difficult to insert the flexible reamer on the guide in order to ream the medullary canal of the femur". It was also reported that the surgeon had to use another sterile device to finish the surgery. There was a less than a 30 minute delay in surgery.